Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. Following pre-dilation, a 3.00 x 12mm synergy¿ drug-eluting stent was advanced but severe resistance was encountered and the stent failed to cross the lesion. When the device was removed to performed pre-dilation again, it was noted that the mid part of the stent was lifted. The device was simply removed from the patient's body and the procedure was completed with a different size non -bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent row 1 was damaged with stent struts lifted and pulled distally. The first distal stent row was also damaged with a stent strut lifted on one side. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. Following pre-dilation, a 3.00 x 12mm synergy¿ drug-eluting stent was advanced but severe resistance was encountered and the stent failed to cross the lesion. When the device was removed to performed pre-dilation again, it was noted that the mid part of the stent was lifted. The device was simply removed from the patient's body and the procedure was completed with a different size non -bsc stent. No patient complications were reported and the patient's status was good.